Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an mi approximately 32 months post index procedure.

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. Pt was asymptomatic/free of symptoms at 30 day, 6 month, 1 year and 1.5 year follow-ups. It is reported that the pt suffered a non-st elevated myocardial infarction (mi) approx 23 months post index procedure. The pt was admitted to hospital due to elevated cardiac enzymes, pt was monitored and EKG showed non-specific changes that resolved later that day. A nuclear stress test showed no significant abnormalities. Investigator has indicated that the event was not related to either the study stent or the study procedure.